Event description:
It was reported that as the surgeon shifted between drill completion and anchor introduction, the tip of the inserter missed the drill hole. The flat 20mm buckled when the surgeon hammered and one tip of the two forked ends broke off. Further, it appears embedded in the bone. All pieces were removed with an acl guide pin to redirect the guide over the drill hole for the successful placement of the anchor. The repair was secure.

Event description:
It was reported that as the surgeon shifted between drill completion and anchor introduction, the tip of the inserter missed the drill hole. The flat 20mm buckled when the surgeon hammered and one tip of the two forked ends broke off. Further, it appears embedded in the bone. All pieces were removed with an acl guide pin to redirect the guide over the drill hole for the successful placement of the anchor. The repair was secure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was not physically returned for investigation. However, based on the x-ray provided by the surgeon, the reported failure mode could be considered confirmed. The suspect root cause was traced to user error. In sum, the product was not returned for investigation but the reported failure mode could be considered confirmed. The failure mode will be monitored for future reoccurrence.